Event description:
Weck distributor reported that a complaint was received. Horizon clips and appliers were used in the heart surgery. Three patients had to undergo another surgery due to the internal bleeding allegedly because the clips had not stayed on ligated vessel. All patients were recovered from the second surgery without further complications.